Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated human chorionic gonadotropin (hcg) patient result on the dimension exl system. The cause of the discordant elevated hcg result was due to operator error. The initial result was accompanied with a "high absorbance (hi a) error" flag. The same sample was repeated with the operator indicating a 1:5 dilution on the instrument however, the operator did not manually dilute the sample which resulted in an incorrect high result. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The same sample was reprocessed at an alternate facility on an alternate siemens system and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.